Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # ped2-450-20 the device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that pipeline embolization device with shield (ped2) was failed to open in the middle segment of the device. There was resistance felt inside the catheter during delivery of the pipeline. The patient underwent embolization treatment of right saccular aneurysm located in ophthalmic segment. It was reported that the device was twisted in the middle segment of the device, which did not open after three attempts. The device was removed from the patient. New device was used, and procedure was completed. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, only pipeline flex shield braid returned, and distal and proximal ends of the pipeline flex shield braid were found fully opened with moderately frayed. Pipeline flex shield pushwire was not returned for investigation. No other anomalies were observed. The pipeline flex shield pushwire was not returned; therefore, any contributing factor from the pushwire could not be assessed. Based on the analysis findings, the event descriptions, we were unable to determine the cause of the event. It is possible that the ¿moderate vessel tortuosity¿ may have contributed to the reported issues. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.